Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 580 mg/dl and a high ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown; however customer suspected the non-tandem infusion set tubing as once changed, bg levels began to come down. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however customer indicated the issue was resolved and no permanent damage was sustained.